Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on receives error when attempting to generate carelink report, carelink report is not displayed as expected, or possible issue with data in carelink report. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for acc-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue using the snapshots for respective time ranges. There was no issue in the system and behaving as per the praas software requirements specified in (B)(6), version ah. It was expected as per the system design to raise conflict error when we are not able to merge the two snapshots. For more info, as per the system design it was expected to have exact sequence of events in the uploaded snapshots having common timeline of data, but in one of the snapshot on jun 28 has a bg event which was not present in another snapshot for the same given timeline, which is causing a conflicting data to generate reports. For gmi calculation we need at least 10 days of sensor data for any given time range. To assist with the resolution of the issue, it was recommended to exclude the conflicting data dates and generate report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.